Manufacturer narrative:
Summary: according to the surgeon, ralc45 staples on the pt side did not form proper staples (b). The staples in the middle of the staple line remained open. Upon analysis, ralc45 anvil showed all the staples were formed properly. The knife pad had an impression in the middle. The empty staple holder assembly was not damaged (staple pusher, knife, staple holder). The knife penetration showed knife shifted from the middle on the proximal to the edge at the distal. New cartridge was reloaded into the housing; unit calibrated normally, opened fully, closed into firing range, and fired staples into three layers of red foam (colon). Acceptable and uniform staple formation along the staple line was observed. Customer complaint was not duplicated. Root cause: the shifting of the knife blade indicated that the staples cartridge shifted. This would cause staples formation that is abnormal. Cartridge shifting is most often caused by over-compressing thick tissue. Action: car-0844 prevent buckling of ralc cartridge often caused by over compressing thick tissue.

Event description:
Sigmoid colectomy procedure. Ralc45 dlu was fired and staples on the pt side did not form correctly. The staples in the middle of the staple line remained open and bleeding had to be controlled using a bovi tip and manual sutures to reinforce the staple line.